Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad issue. The reporter stated that the keypad was sticking and denied moisture exposure and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage to the keypad. The contrast and up buttons were intermittently unresponsive to testing. The ok and down buttons responded properly and no buttons were observed to be sticking. The keypad cover was removed and contamination under all of the button contacts was observed. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast and a crack along the battery compartment threads was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.